Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The device was returned with the cannula cap detached from the cannula tabs and returned in a plastic bag. No other visual damages were noted. Fire testing was not conducted because trigger was jammed. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable. It is possible that the cannula cap detached due to excessive forces applied to the device during use.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and absorbable straps were used. The end of the device broke during use. The broken piece did not fall into the patient. Another like device was used to complete the procedure. There were no adverse patient consequences.